Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted after approximately three years due to the elective replacement indicator. An expression of dissatisfaction was made with regard to device longevity. Another guidant ICD was subsequently implanted. The device was returned to guidant for analysis.